Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for breaks off during use pe & needle pain. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle broke off during use and remained in the patient's arm, where it has been "stuck" "since (B)(6) 2019". The pen needle was reportedly used with the "novolog flexpen". No further details on whether medical intervention was sought out as a result of the event have been provided to date. The following information was provided by the initial reporter: "a patient, who was receiving therapy with novolog flexpen and needles, reported that the needle broke off and was still stuck in the patient's arm since (B)(6) 2019. They've been having difficulty trying to get it out and it was causing intermittent pain at the injection site."